Event description:
Complainant alleged that the clinicians were attempting to pace a pt (age and gender unknown), but they were unable to adjust the pacer output (ma) setting. The clinicians then obtained another device to successfully pace the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.